Event description:
After gaining authorized access to the identified lock-lidded pocket, the security of the other pockets located in that drawer can be easily breached by minimal force using the same method that opened the authorized pocket.====================== manufacturer response for automated medication dispensing cabinet, automated medication dispensing cabinet======================the manufacturers are working diligently to find a solution and may give consideration (safety alert format) to a communication with all users.